Event description:
It was reported that during a laparoscopic adjustable band procedure when closing the band, the buckle broke. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.